Manufacturer narrative:
Exact date unknown, event occurred in january 2024.

Event description:
It was reported that the patient had their superion indirect decompression spacer explanted due to inadequate pain relief. The patient is doing well postoperatively. The device was discarded and will not be returned for analysis.